Event description:
The customer reported to philips healthcare that the battery in the heartstart xl cannot be charged and the ac power could not be used. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.